Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, at the eighth firing, the reload did not operate. The opening and closing check were able to be performed. The customer said there was no possibility of pre firing. The procedure was completed with another device. There was no patient injury.